Manufacturer narrative:
Device history review; results: the customer reported event of anchor l locking plate lumbar stand alone detachment from the cage post-op was confirmed by sales rep report. Manufacturing records could not be reviewed because the lot # for the involved device is unknown. The cage detachment occurred during active loading of the device and was discovered approximately 3 months after initial surgery. The surgical technique indicates that the plate should be checked to confirm it is secure during surgery. It was reported that the patient did not experience a trauma and other information about the patient activity post-op is unknown. Also, early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Conclusion: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Also, early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma.

Event description:
It was reported that the anchor-l plate has disengaged from the anchor-l implant and is loose in the patient.

Manufacturer narrative:
Method: complaint history review; risk assessment. Method: the customer reported event of anchor l locking plate lumbar stand alone detachment from the cage post-op was confirmed by the sales rep report. Manufacturing records could not be reviewed because the lot # for the involved device is unknown. The cage detachment occurred during active loading of the device and was discovered approximately 3 months after initial surgery. One other similar complain indicates user error as a cause. The surgical technique indicates that the plate should be checked to confirm it is secure during surgery. Also, early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. It was reported that the patient did not experience a trauma and other information about the patient activity post-op is unknown. At this time, the exact cause cannot be determined and is likely multifactorial in nature. Conclusion: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. At this time, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that the anchor-l plate has disengaged from the anchor-l implant and is loose in the patient.